Manufacturer narrative:
The customer declined distributor service offer. No further information available. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Unique identifier: (B)(4).

Event description:
The hospital reported a ventilator malfunction error that causes a loss of mechanical ventilation. There was no report of patient involvement.